Event description:
It was reported the patient had a keloid at the lead implant site. It was noted the patient¿s dermatologist tried to aspirate the site and the patient had to have emergency lead removal surgery. It was reported the removal occurred one to two months prior to the most recent implant. It was noted the patient had a lot of scarring at the lead site due to multiple revisions.

Event description:
Additional information received reported that the patient had a keloid that was ¿probably in his neck¿ or ¿at the back of his neck.¿ it was noted that this was from the patient ¿picking at everything constantly and he probably ended up creating it to some degree by himself.¿ it was noted that the patient was instructed to not do it again. It was noted that everything was fine at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type extension; product ID 3708160 , serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type extension. (B)(4).